Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly deployed. The exposed portion of the soft cannula was found torn, allowing for fluid to exit through the tear. It cannot be determined when or how this damage occurred. Cracks were observed on the top and bottom housing, although it is not sure when or how this damage occurred. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Event description:
It was reported while a patient was wearing a pod between 36 and 48 hours their blood glucose level rose to 306 mg/dl. In addition the pod was leaking during wear. As treatment the patient administered boluses and applied a new pod. The patient's blood glucose and insulin history are as follows: time bg(mg/dl) bolus(u) 12:08 pm 159 2.0 2:02 pm 272 1.5 3:02 pm 306 1.8 4:11 pm (new pod applied).